Event description:
A zoll pt service representative (psr) contacted zoll customer support to report that monitor sn (B)(4) was displaying a wrench code 100 (program image corrupt). The monitor was not in use by a pt.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 100) has been confirmed. Upon investigation the monitor was abnormally shutting down and displaying a wrench code 100. The cause monitor failed a memory test. The cause for the failure was isolated to defective memory chips u24, u23, u22, and u19 on the monitor c/a board. The root cause for the defective memory chips could not be positively identified. No adverse event resulted from the defective monitor. The monitor was not in use by a pt.